Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on an unknown date. The implantation dates provided are (B)(6) 2006, (B)(6) 2009 and (B)(6) 2010. However, it was not specified on which date the device was implanted. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.

Manufacturer narrative:
(B)(4).